Event description:
Report received from germany states: "cutter is not sharp, no patient impact. The cutter was aspirating. A new pack was used to complete the surgery."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for evaluation. Should the device or additional information become available, a supplemental report will be filed.